Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The complaint could not be confirmed as no device was received for evaluation. Additionally, based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. No further information could be obtained as the hospital information is confidential. Corrected data: section b5.

Event description:
As reported, this foresight sensor displayed values that fluctuated abnormally without changes in the hemodynamic patient's condition. As per customer's opinion, this could be due an interference with the metallic cranium osteosynthesis material. There was no allegation of patient injury.

Manufacturer narrative:
The device was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, these three foresight sensor displayed values that fluctuated abnormally without changes in the hemodynamic patient's condition. As per customer's opinion, this could be due an interference with the metallic cranium osteosynthesis material (complaints (B)(4). There is no allegation of patient injury. Patient demographics were unable to be obtained.